Event description:
It was reported that during a gastroscopy examination, the distal hood detached and fell into the trachea during pharyngeal passage. The patient was transferred for a respiratory endoscopy procedure under general anesthesia, during which the distal hood was retrieved. The scheduled procedure was completed using a backup device and was delayed by less than one hour. The distal hood was discarded by the hospital. There were no further reports of patient harm.

Manufacturer narrative:
The following patient identifier is linked: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide corrections and additional information based on the approved final investigation. Updated fields: h6. Corrected fields: b1. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.